Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose level of 511 mg/dl. Troubleshooting was declined for the high blood glucose. The customer stated that he was going to visit his endocrinologist tomorrow. The customer's alarm history was not provided at the time of the call. The insulin pump was not returned for analysis.